Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, nosebleed and asthma. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP devices sound abatement foam become degraded and cause the patient having headache, nose bleed and asthma . There was no report of serious or permanent patient harm or injury. Upon further review, this report was incorrectly submitted. Please disregard this report. A new and separate report will be submitted for this device.